Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that he had a problem with the up and down buttons. Customer's blood glucose was 109 mg/dl at the time of the incident. Customer stated that the up arrow is jumping through the numbers and the down arrow has to be hit multiple times to get it to work. It was found that the pump was exposed to some moisture because it rained a bit today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he was able to deliver 2 boluses even with the keypad issue.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.